Manufacturer narrative:
UDI#: (B)(4). The manufacturer received images for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the carton box package of the device was in poor condition and dirty. The integrity and sterility of the device were not affected and the device was implanted. The case was completed as planned with a delay of 30 minutes.

Manufacturer narrative:
Investigation results were made available. DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: dirty outer packaging event description: it was reported that the packaging of an implant was dirty and discarded. Nevertheless, the product was implanted on july 02, 2018. Review of received data: the received photos confirm the reported event. The finished packed product is dirty on the outside (looks like dust and dirt). Devices analysis: no product was returned to zimmer biomet for in-depth analysis as the device remains implanted. Review of product documentation: the lot 2703361 was manufactured on july 08, 2013. On november 25, 2013 the part was booked in the warehouse in spain. On december 04, 2013 the part was put in a kit. In july 2018 the product was sold and implanted. Conclusion summary: based on the received photos and the given information the complaint could be be confirmed. It shows that the finished packed product was dirty on the outside (looks like dust and dirt). The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. We can exclude that this device was released in such a condition. The reported device was manufactured in 2013 and afterwards send to the warehouse in spain. There it was around 5 years before it was send to the hosptial indumed,s.a. In spain. Based on the given information and the results of the investigation, the most likely root cause is a transportation, storage/handling issue. Furthermore, reviewing the complaint history showed that no further similar event (dirty outer packaging) has ever been reported. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
Investigation results are available.